Event description:
A malfunction was reported when the pump declared a cartridge change error. There was no reported impact to the customer¿s blood glucose level during this event. The customer was instructed by technical support to examine the o-ring and the pneumatic tap area of the pump and found no debris. Initially, the customer faced difficulties as the pump did not recognize the first two cartridges; however, she successfully loaded the third cartridge and resumed using insulin as usual.